Event description:
Implant was placed 3/3/97. It did not integrate and was removed 9/24/97. One person affected.

Manufacturer narrative:
Some pt hlth info was rec'd. Co's conclusion remains the same: the implant is not believed to be the cause of failure.